Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this female patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) for approximately two months, was diagnosed with an infection while attempting pd therapy. Follow-up with the home program manager (hpm) revealed the patient suffered from multiple unspecified gastrointestinal (gi) issues prior to the initiation of pd for rrt on (B)(6) 2019. On approximately (B)(6) 2019 the patient developed a case of peritonitis, and a peritoneal effluent fluid culture identified the organism as klebsiella oxytoca. Due to the patient¿s high risk of recurrent infection, it was decided she was no longer a pd candidate, and was transitioned back to in-center hd on 10/dec/2019. Although the definitive etiology of the peritonitis is unknown, the hpm reported the patient wore adult diapers, which was a problem due to her significant gi issues.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this facility regarding to fmc cassette product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of peritonitis and transition to hd. The etiology of the peritonitis was not officially reported; therefore, causality cannot firmly be established. However, the hpm stated the patient suffered from several unspecified gi disorders and given klebsiella is a known colonizer of the gi tract, it is reasonable to conclude the unspecified gi disorders contributed to the serious adverse events. Additionally, it is unknown if the patient was utilizing a fresenius device(s) and/or product(s) when the event(s) occurred. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is a well-known fact, individuals undergoing pd for rrt have an increased risk for infections of the peritoneum. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated.